Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. An additional medwatch was submitted for this patient on medwatch number 3002806535 -2012 -00303 as it was manufactured in (B)(4).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reports patient allegations of personal injury. There has been no reported revision procedure and no further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.